Manufacturer narrative:
B3: september is the month of the event provided but no exact date provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 45986. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to an optical cam disk. As a result, the optical cam disk was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.